Manufacturer narrative:
This device bipap a30 was manufactured on 05/20/2014, which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt contamination, and due to the malfunction of the lcd display, the pca needed to be replaced unable to extract data. The device was scrapped by the service center after the evaluation was completed.